Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device was discarded.

Event description:
A distributor of infutronix received a complaint from a patient, who reported they had a leak they had discovered on their bag. They stated they bag was soaked and they noticed a white substance covering it. Pump was powered off, line was clamped. Healthcare professional (hcp) reported the patient cleaned up themselves and area with soap and water. Patient then wrapped the black pouch and the infusion pump itself in plastic. "The nurse assessing the patient upon their return to the clinic 2 days later could not find any leaks or cracks in the tubing. Unable to know if any air entered the line." "Approximately 49 hours into the infusion. The patient was hooked to the pump on (B)(6) 2023 at 1630." The reported leak was first reported to the on-call nurse on (B)(6) 2023 at approximately 1800. Healthcare professional also reported "I am 99% sure that this was not a tubing or pump issue. This patient is extremely noncompliant and had taken the pump and medication bag out of the pouch wednesday evening and likely dropped it. Patient did not come in yesterday as they were instructed to do. When they came this morning for pump disconnect, they had it clamped and off. The infusion nurse checked both the tubing and the bag and did not find any visible leaks. They did see some dried white residue from the 5fu but could not currently find any current leaks whatsoever.". Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.